Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in united states on (B)(6) 2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for sterilization. She was not pregnant. In an unspecified date the consumer went to the emergency room (ER) for a stomach virus. She had a CT scan (computerized tomogram) and her essure shifted. She had been bleeding for over 3 weeks. Essure was ongoing. Follow up (B)(4) 2014: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on (B)(4) 2015 via essure health care provider general questionnaire. Patient's initials, date of birth, height and weight were provided. This report refers to a (B)(6) female patient. Concomitant condition included overweight. She denied any previous gynecological interventions, gynecological problems or procedures and any other relevant medical history. On (B)(6) 2009 essure was easily inserted. She was not postpartum at the time of insertion. Lidocaine 1%, tordal and 10mg valium were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. Pain medication post procedure 24 hours was given. Seasonique was used as back-up contraception after essure insertion and before total occlusion confirmation. On (B)(6) 2010 hsg (hysterosalpingogram) was performed and showed implants in place and tubes occluded. There was no perforation. Any pathology results were denied and the patient was not hospitalized. The physician could not be sure that the condition was caused by essure. On (B)(6) 2015 essure was removed by hysterectomy/salpingectomy (lavh/bso). It was reported that the removal was medically necessary. Ultrasound was performed post essure removal. Pathology results showed secretory endometrium. The symptoms/pain resolved after surgery. The outcome was reported as good. No further information was provided. Follow up information received on (B)(6) 2015: ptc assessment updated without major changes. No new failure mode has been identified. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her essure shifted and she was bleeding for over 3 weeks. These events, interpreted as device dislocation and genital bleeding, are serious due to medical importance and they are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. Also, during essure micro-insert use there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, consumer had a CT scan which showed her essure shifted. No information was provided regarding the exact position of the insert. She also reported that she has been bleeding for over 3 weeks. Considering the available information and nature of the reported events a causal relationship with essure cannot be excluded. Also, non-serious event was reported. This case was initially seen as non-incident. Upon receipt of follow up information, it was upgraded to incident, since it was informed that a required intervention (hysterectomy) was performed to remove essure. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs